Manufacturer narrative:
The device was returned for analysis. The reported guide break was confirmed. Entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a left peripheral angiogram interventional procedure. Reportedly, the lever was returned to its original position and the foot plate retracted successfully prior to removal of the device; however, resistance was noted during removal of the proglide device and the device separated at the guide. A surgical cutdown was performed, the vessel was incised and the puncture site enlarged in order to remove the device. No tissue damage was noted and all device parts were removed from the anatomy. Hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.